Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. Patient had a change out of an implantable neurostimulator (ins) on (B)(6) 2013. It was noted that the patient was fine post operatively and had good coverage. Patient was seen last week on (B)(6) 2013 and had two impedances out of range. It was noted that the rest were fine and the patient had good stimulation. The manufacturing representative was seeing the patient on the day of this report due to after meeting with the patient on (B)(6) the patient could no longer get good stimulation coverage in the thoracic spine and prior it was in both arms. Patient was up to 5v and getting a buzzing in the spine. 10/16 were reading greater than 10,000. Also, 1/2/3/4/5/6/7, 10, 12, 13 and 15 were all over 10,000. Impedances were rerun at 1.5 and all within range. There was possible lead movement. Additional information received reported diagnostics performed were impedance tests at .7 and 1.5ma as well as group testing at 1.5ma. 10 electrodes were out of range at .7 and none were out of range at 1.5ma for both electrode and group impedance. No malfunctions or cause of issue was determined at the time of this report. No interventions were taken or planned at the time of this report. Patient was not receiving therapy as of the time of this report. Patient was only feeling stimulation in their back. Additional information requested but had not been received as of the date of this report.